Event description:
It was reported by service report that the release handle is difficult to pull/and cot will not roll smoothly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Adjustment racks.